Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Pt gender: patient is male between age 60 and 70.

Manufacturer narrative:
(B)(4) manufacturer report # 1717344-2016-00025 was sent for (B)(4). After consultations within the surgeons group they can think of one explanation; there has occurred an inflammation, so the seal was weakened. Bleeding from the ima is believed to have caused the patient death. The surgery was possibly for cancer. The patient had hypertension and was on medications for this. The patient started oral medication after surgery. No stapling device will be returned (B)(4). Force triad at 2 bars was in use (B)(4). The patient was male between age 60 and 70. The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database.

Event description:
According to the reporter, the hospital contacted the sales rep. To report the patient died on an unknown date in (B)(6) after he was discharged home. A sigmoid resection was performed in (B)(6), date unknown. The patient died approximately 7 days post-procedure. Reportedly the sigmoid resection went well and it was unknown what stapling device was used during the procedure. During the procedure the ima was sealed, after the procedure the patient had a high cap and clinically was well. The patient wanted to go home on the 6th day after surgery, one day earlier than unusual and this was approved by his physician. The patient became ill at home. He got an urge, then went to the toilet while his girlfriend had to help him off the toilet. The girlfriend put him on the bed, where he was further unwell. The ambulance was called right away, and the patient died in a very short time, before the ambulance arrived. The gp arranged an autopsy and reportedly a great deal of blood was found in the pelvis and it was determined that the patient was deceased as a result of a major bleeding. The only big vessel which was sealed during the procedure was the ima. There was no direct bleeding after the operation. There was a covered perforation of the staple line detected. This would not be reason of death, but the explanation for the high cap.